Event description:
A piece of the stylet sheath remained in the et tube after the stylet was removed following intubation. After successfully intubating the patient, it was visually observed that approximately 3 inches of the stylet sheath was no longer on the stylet. It was presumed that it had remained in the et tube. The et tube was removed with the retained sheath fragment still inside. The patient was reintubated with a new tube and no further problems with the device or patient occurred.